Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the exact cause of the balloon burst is unknown, but it is likely related to the patient¿s extremely calcified sinotubular junction (stj) with one area of calcium that protruded into the aorta. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time

Event description:
As reported by field clinical specialist (fcs), prior to the transfemoral placement of the 26mm sapien 3 valve in the aortic position, CT scan revealed an extremely calcified sinotubular junction (stj) with one area of calcium that protruded into the aorta. This was discussed with the implanting physicians and all agreed that it was safe to proceed with the understanding that balloon rupture could occur. Preparation for balloon deployment was uneventful. During a slow deployment, the balloon was fully expanded seating valve in an 80/20 aortic/ventricular deployment and during the 5 second hold time balloon rupture occurred. The device was retracted along the wire into the descending thoracic aorta while valve function was assessed. Echo and root angiogram revealed no perivalvular leak and no extravasation nor pericardial effusion. The commander delivery system was then retracted back into the esheath as far as possible. An attempt was made to retract the esheath and delivery system as one unit but balloon material prevented removal from common femoral artery puncture site. The surgeon then preferred to do a controlled cutdown on the artery with a small arteriotomy for removal of balloon material and nose cone. Once exposed, the retained nose cone and balloon material was carefully removed. Once removed, the balloon material was carefully examined for confirmation of removal of all foreign material. The artery was then repaired and good doppler pulses were present.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.